Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level was 54 mg/dl at the time of incident. Customer was treated with food for low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that customer was using auto mode or not at the time of incident. Customer stated that they received lost sensor signal alert. Troubleshooting was performed. The pump will not be returned for analysis.